Manufacturer narrative:
Device not returned.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer.